Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a shoulder surgery when screwing in the device without much force, the pin broke off at the front and the blue thread was cut and the head of the screw was damaged. Then they had to remove the anchor and a new device with the same part number was used to finish the surgery successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned ar-1915ft-1 had broken. No fragments were returned for inspection. The screw was cracked and broken at the base of the minor diameter. Threads and square radius were damaged. Functional test was not performed due to the damage to the device. The most likely cause can be attributed to the excessive force used to pry/leverage the driver/screw during insertion. This damage indicative of misuse.